Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported difficult grasping appears to be due to challenging patient anatomy (prolapse and flail). The definitive cause for the single leaflet device attachment (slda) could not be determined. The reported patient effects of recurrent mitral regurgitation (mr) and heart failure were due to the slda. The reported dyspnea appears to be a secondary effect of observed mr. The reported patient effects of dyspnea, mr and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), heart failure and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was noted to be difficult due to the leaflet anatomy. The clip was implanted, reducing mr to 2. On an unknown date, the patient was readmitted for dyspnea and heart failure. It was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. On 11/23/2018, an additional mitraclip procedure was performed for treatment. One clip was implanted to stabilize the slda clip, reducing the mr to 2. The patients symptoms were resolved. No additional information was provided.